Manufacturer narrative:
Updated h6: codes. Investigation results: visual investigation: besides the mentioned pull-through tool, the product is in an unused condition. The device has been analysed visually. The mentioned misalignment of the pull-through jaws can be confirmed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2 (5) x probability of occurrence 3 (5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fc700su - pas-port proximal anastomosis system. According to the complaint description, the jaws of the pull were misaligned. While pulling the svg through the cartridge by using the pull-through tool, the svg came off. As the surgeon found that the jaws of the pull through tool were misaligned, another device was opened and the procedure was completed. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).